Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered confirmed as there was a revision performed where the implants were removed and replaced. No products were returned. According to the pop form signed and submitted by the surgeon, the revision performed was due to patient bleeding and is not in any way related (even if not the primary cause) to the sternalock device utilized in the patient's original procedure. There was no alleged malfunction of these implants. The most likely underlying cause of this complaint is patient condition. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical product ¿ zimmer biomet sternalock 360 multi-implant system, catalog #: 74-0004, lot #: ni; zimmer biomet sternalock blu system screw, cancellous cross-drive locking, catalog #: 73-2410, lot #: ni; zimmer biomet sternalock blu system screw, cancellous cross-drive locking, catalog #: 73-2412, lot #: ni. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00342 and 0001032347-2019-00343.

Event description:
It was reported that the product was implanted and removed on the same day due to patient complications. The patient experienced bleeding and surgical intervention was necessary. No additional patient consequences were reported.